Manufacturer narrative:
(B)(6).

Event description:
The event occurred during an infusion of heparin saline, when the safeset was found to be leaking. The device was used for approximately 1 hour of bp monitoring and subsequently replaced with no further issues. There was patient involvement; but no adverse event or delay in critical therapy. Additionally, testing and investigation confirmed a tubing separation between the 27¿ arterial pressure tubing and the safeset port due to insufficient solvent applied to the bonding site. A pull test was completed and the tubing broke near the pocket. The probable cause of the tubing separation was insufficient solvent due to a manufacturing process error during assembly. A product recall field action was taken on the lot associated with this complaint, (B)(4), on november 15, 2018.